Event description:
The customer called for assistance with an infusion set change. The customer stated that his last blood glucose reading was 133 mg/dl, but he seemed confused and disoriented. The customer was not following instructions, and appeared to be experiencing low blood glucose levels. The customer was advised to check high blood glucose, but he did not respond, and the phone line went dead. After several unsuccessful attempts to reach him, the paramedics were called, and dispatched to his home. Later, a police officer called to report that they've made contact with the customer, and his blood glucose was 20 mg/dl. The caller confirmed that the customer was very disoriented and confused. The caller stated that it seemed as though the customer may need additional training on the device. Advised the caller that the local representative would be notified. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.